Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The evaluation could not reproduce the "battery inoperable" issue. The device data logs were sent to the resmed design house for further investigation. A single occurence of the "battery inoperable" alarm was confirmed through review of the device logs. Based on previous investigations of similar complaints, it was determined that fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).